Manufacturer narrative:
(B)(4). Exemption number: e2016031. (B)(4). During the lab evaluation the stent was found to be kinked at portholes 2 and 5 from the ductal end. The stent could not advance over a compatible sized wire guide where resistance was met due to the fact the stent was kinked. The stent was also perforated approximately 1mm distal to porthole 2. This perforation may have happened as a result of the force applied during advancement of the wire guide after the kink occurred. There was no side wall or back wall damage observed. It was noted that the stent would not have left the manufacturing facility in a damaged state. The customer complaint was confirmed on visual inspection of the returned device as the stent was found to be damaged. A definitive root cause for the customer complaint could not be determined as the exact operational conditions of use could not be replicated in the laboratory setting. However, a possible cause of this complaint could be attributed to the manner in which the pigtail curls are straightened. A precaution included in the IFU states,¿ care must be exercised when straightening the pigtail curls* in order to avoid kinking or breaking the stent." There is 100% inspection on stents for kinks and a check that the appropriate size wire guide moves smoothly and freely when inserted into both ends of the stent. There is also a visual inspection of the product and packaging at packaging, packaging qc, and post sterile qc. A review of the manufacturing records for the biliary stent device of lot did not reveal any discrepancy related to the complaint issue. There is no evidence to suggest that this issue affects the entire lot, upon review of complaints this failure mode has not occurred previously with this lot. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
This follow up report is being submitted due to update the potential root cause. Though the physician attempted to insert the stent over a wire guide (visiglide 0.025"/ olympus), the stent would not advance over it, then the wire guide perforated the stent. Therefore, another zebd-7-7 was used instead to finish the procedure. There have been no adverse effects to the patient reported.

Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g.1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. 1 x zebd-7-7 was returned to cirl for a lab evaluation. A lab evaluation was held on 15 june 2017. During the lab evaluation the stent was found to be kinked at portholes 2 and 5 from the ductal end. The stent was perforated approximately 1mm distal to porthole 2. There was no side wall or back wall damage observed. It was noted that the stent would not have left the manufacturing facility in a damaged state. The customer complaint was confirmed on visual inspection of the returned device as the stent was found to be damaged. A definitive root cause for the customer complaint could not be determined as the exact operational conditions of use could not be replicated in the laboratory setting. It may be noted that according to the instructions for use, the user is instructed to: ¿visually inspect with particular attention to kinks, bends and breaks. If any abnormality is detected that would prohibit proper working condition, do not use¿.. Prior to distribution, all zebd-7-7 devices are subjected to 100% inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
This report forms part of a retrospective review of open complaints for a new malfunction precedence for this device family established on 18-jul-2017: 'stent kinked/bent'. Though the physician attempted to insert the stent over a wire guide (visiglide 0.025"/ olympus), the stent would not advance over it, then the wire guide perforated the stent. Therefore, another zebd-7-7 was used instead to finish the procedure. There have been no adverse effects to the patient reported.